Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure for the leads on july 07, 2016. Additional suspect medical device components involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead; model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted leads were not returned to bsn.

Event description:
A report was received that the patient had an infection or cellulitis at the ipg site with symptoms of redness and swelling. It was believed that the infection or cellulitis was from the patient&#38112;recent revision (MFR report #: 3006630150-2015-00370). The patient was prescribed antibiotics and underwent an ipg explant procedure.

Event description:
A report was received that the patient had an infection or cellulitis at the ipg site with symptoms of redness and swelling. It was believed that the infection or cellulitis was from the patient's recent revision (MFR report #: 3006630150-2015-00370). The patient was prescribed antibiotics and underwent an ipg explant procedure.

Manufacturer narrative:
UDI= (B)(4). Event date: (B)(6) 2016 the device was not returned to bsn it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection or cellulitis at the ipg site with symptoms of redness and swelling. It was believed that the infection or cellulitis was from the patient's recent revision (MFR report #: 3006630150-2015-00370). The patient was prescribed antibiotics and underwent an ipg explant procedure.